Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate implantable cardioverter-defibrillator shocks in brugada syndrome: pattern in primary and secondary prevention. 2017. Indian pacing and electrophysiology journal. 2017; (17) 10-15.

Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. There were patients who experienced inappropriate shocks due to a lead fracture. In addition, a pace-sense insulation breach which led to oversensing low-voltage non-physiological signals was noted. It was further reported that patient's experienced pocket infection and endocarditis. The status/location of the rv lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.